Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that during a day-before-replacement impedance check by the nurse, the clinician prog rammer suddenly lost connection with the implantable neurostimulator (ins), throwing the patient's programming into the last settings of the impedance check. The ins disconnected multiple times during interrogation and impedance checks. The event was replicated using a different programmer. However, both programmers were subsequently checked in other settings and they worked fine. The cause of the connection issue was not determined. There was a possible power on reset (por). No action was taken as the ins was already scheduled to be replaced due to normal battery depletion. There was no patient injury or death. The issue was resolved and the patient recovered without sequela. The patient's indications for use were essential tremor.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found it not in new condition. There was no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.